Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. The customer continued to push the syringe down and was able to complete loading the insulin into the cartridge successfully. There was no impact to the customer's blood glucose level.